Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?) E1 (event site telephone, event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they ran all manifold leak test and confirmed the unit was failing the pim leak test. The fse removed and replaced the pim assembly and performed a full pm per manufacture specifications, the unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use on a patient the cardiosave intra aortic balloon pump (iabp) stopped functioning and was unable to restart along with alarming and failed leak test. There was no harm or injury reported.